Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient lost therapy and their ipg was inoperable. The issue was resolved through battery replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 - this report documents the correction of the [health effect - impact code] and the [medical device problem code].